Manufacturer narrative:
Date received by manufacturer on initial report should be december 21, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at service center. We were unable to verify the defect described by the customer. We identified a different defect and repaired it using the measures listed in the "proof of repair". Unit modified. Unit safety test performed with reference accessories. Functional test performed. Electrical safety test completed. Hipot test completed. Functional test completed. Short circuit in the motor cable - motor cable replaced. Preventive replacement of o-rings performed according to service manual. At the time of the investigation, the root cause of the failure mode is undetermined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the shaver could not change manoeuvre directions. For example if surgeon is using left and right directions, he has to unplug the shaver from the fms machine in order to change the shaver to up and down directions. There was no patient harm indicated. All the details that are known/available regarding this event is the information being submitted for this complaint.